Event description:
Operation room bed caused shifting of bed during procedure with sudden movement of patient & rupture of gall bladder. During lap choley a new stryker bed was being positioned by surgeon into trendelenberg position with remote and a large cracking noise noted and the bed fell about 1 foot (surgeon had hold of the gallbladder w/grasper), causing gallbladder to rupture spilling bilious fluid/stones into peritoneum. Patient will be monitored for possible infections. Manufacturer response for operating table, operon d 830 (per site reporter). Stryker has been to site to look at the bed. They've been actively involved with review.